Event description:
Pt reported that they were found by a friend acting funny and drooling (blood glucose was "lo"). An ambulance was called, and pt was treated with IV glucose. Emergency medical tech suggested that pt go to hosp, but they refused.